Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided.

Manufacturer narrative:
The returned device was evaluated and the initial attempts to download the data from the returned device were unsuccessful, and all three battery voltages were measured to be lower than expected. Corrosion was observed on the mechanism rails and pcb assembly. The device was connected to an external power source and the download data was successfully retrieved. Inspection of the download data confirmed that the pod generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. The data shows the rotational sensor failed to transition from closed to open which resulted in the 0x40 alarm, however the pulse width values did not change. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, resulting in internal leaking, low battery voltages, and the corrosion observed inside the device. Evidence of fluid ingress was observed on the commutator cap, indicating fluid contact in the rotational sensor assembly. The tear in the unexposed portion of the soft cannula resulted in the failure of the rotational sensor to transition from closed to open due to the rotational sensor circuit being closed by fluid contact. The investigation confirmed this internal soft cannula tear prevented the proper delivery of insulin and subsequently resulted in the 0x40 alarm which stopped the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.